Event description:
It was reported that a smiths medical cadd solis pca pump was set up incorrectly (human error). A pca program with a concentration of 1 mg/ml was applied, when the cassette was changed, this program was not modified even though the cassette changed was with a concentration of 10 mg/ml. The patient was terminally ill and expired, the hospital medical team considers the death to be multifactorial as the "narcan" medication did not save the patient.